Event description:
It was reported a patient experienced hypotension wherein a spectrum pump was infusing neosynephrine. During an unspecified procedure, the certified registered nurse anesthetist (crna) administered a neosynephrine bolus at 09:03 and the anesthesiologist started an infusion of neosynephrine 100mg/250ml at 3mcg/kg/minute via the spectrum pump. At 09:25 the pump alarmed ¿downstream occlusion¿. The nurse and the anesthesiologist observed the tubing was clamped off. At an unknown time during the procedure, the patient¿s blood pressure was found to be 79/41mmhg . The tubing was unclamped, and the bolus was administered. After this, the blood pressure improved. The patient was discharged without further complication. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, the reported downstream occlusion alarm was not reproduced. The device was tested for downstream occlusion and passed. Evaluation verified the force sensor no tube and scale factor calibrations are both within specification. The event history log was reviewed on the customer reported event date and the reported infusion was not confirmed, however, two dates prior an infusion of phenylephrine with the customer reported parameter was revealed and a single downstream occlusion alarm was experienced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Based on the sample analysis the spectrum infusion pump did not malfunction. To conclude, device use error (failure to open the clamp on the infusion set downstream of the pump) has possibly caused or contributed to the serious event of hypotension in a critical patient. Should additional relevant information become available, a supplemental report will be submitted.